Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the act plus instrument failed to pass the quality control(qc) test during setup. A backup device was used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that liquid controls failed. The lot number of used cartridges could not be provided and quality control is performed weekly. No error codes were associated with this event and no control values were obtained.

Manufacturer narrative:
Device evaluation summary: the reported issue of the instrument failing to pass the quality control (qc) test during setup was verified during service. The service technician observed a failure for motor stall. The issue was resolved by loosening the actuator cable and calibrating the lift arm. The service technician then ran the acttrac 3 times on all 3 settings with no issues. The service technician also ran qc hr-act both normal (nm) and abnormal (ab) twice with no issues. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.